Manufacturer narrative:
Investigation evaluation: the laboratory evaluation confirmed the complaint. Only the basket and 8.8 cm of the basket of the basket wire was returned. This is approximately where the basket wires are attached to the drive cable with a crimped cannula. The attaching cannula, along with the remaining parts of the device were not returned. This prevents us from performing a full evaluation of the complaint device. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definite cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. Only the basket wire portion of the device was returned. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Use of the device in the pancreatic duct is against the instructions for use for this device and could have caused/contributed to the reported occurrence. The instruction fur use states, "do not use this device for any purpose other than the state intended use. This device is used for the endoscopic removal of biliary stones and foreign bodies. Potential complications associated with basket extraction include, but are not limited to: impaction of the object." An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the memory eight wire basket instructions for use as a contraindication. The physician may choose to perform a sphincterotomy to widen the ampullary opening and allow passage of the basket and object(s) from the bile duct (i.e. Biliary channel) to the small intestine. Basket impaction is identified as a potential complication per the instructions for use. Additionally as stated by the physician and the sales rep, the procedure was complicated by the hardness of the stones and the attempted extraction of many stones. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection to ensure device integrity. A review of the device history record could not be conducted because the lot number was not provided. Correction action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On (B)(6) 2012, an endoscopic retrograde cholangiopancreatography (ercp) was conducted. Endoscopic pancreatic sphincterotomy (epst) was performed and pancreatic stone removal was attempted. During retraction of the stones, the basket became stuck inside the pancreatic duct. The physician attempted to solve the problem by using an olympus bml-110a to remove the stuck basket, but a wire of the basket separated. The basket remained inside the pancreatic duct and the basket wire remained near the stomach. A pancreatic stent (cook gepd-5-3) was placed with using another manufacturer's wire guide (revo wave), but the wire guide tip became separated and remained in pancreas duct as well. The wire guide was used to maintain access to the pancreatic duct and for pancreas duct stent placement. The procedure was finished with no further treatment on that day. The next day (on (B)(6) 2012), eswl (extracorporeal shock wave lithotripsy) was performed one time. On the same day ((B)(6) 2012), an endoscopic retrograde cholangiopancreatography (ercp) was performed to retrieve the section of the basket that remained in the patient. Then, eswl, (extracorporeal shock wave lithotripsy) was performed an additional four times, but removal of the basket was not successful. A boston-scientific hurricane balloon was used to perform endoscopic papillary balloon dilation (epbd) to gain entrance of the pancreas duct to retrieve the basket. In attempting to remove the remaining parts, the following accessories were used: cannula (by mtw) and guide wire (revowave by olympus). However, the basket could not be retrieved. A pancreatic stent (gepd-5-5) was placed and surgical operation is planned for the following week. As of 6pm on (B)(6) 2012, a symptom of severe pancreatitis has not been confirmed as the patient can talk. The physician provided the following comment to cook: "eswl was applied five times in all, but it was not effective. The stones must be very hard. I do not think the event was caused by the device at the moment." On (B)(6) 2012, eswl (extracorporeal shock wave lithotripsy) was performed, which resulted in crushing some stones. On (B)(6) 2012, endoscopic retrograde cholangiopancreatography (ercp) was performed. The basket was successfully retrieved by olympus grasping forceps. The procedure was completed by placing a gepd stent and the remaining wire guide tip was not removed. The physician decided to take a wait-and-see approach regarding the wire guide tip remaining inside the patient. The patient was discharged from the hospital on (B)(6) 2012. When asked if the physician is alleging that the basket device caused or contributed to this occurrence, the answer provided is: "no. He thinks that the hard stones caused the event." According to the initial reporter , the patient has not experienced any adverse effects due to this occurrence. The patient was discharged from the hospital on (B)(6) 2012. Investigation evaluation: the laboratory evaluation confirmed the complaint. Only the basket and 8.8 cm of the basket of the basket wire was returned. This is approximately where the basket wires are attached to the drive cable with a crimped cannula. The attaching cannula, along with the remaining parts of the device were not returned. This prevents us from performing a full evaluation of the complaint device. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definite cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. Only the basket wire portion of the device was returned. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Use of the device in the pancreatic duct is against the instructions for use for this device and could have caused/contributed to the reported occurrence. The instruction fur use states, "do not use this device for any purpose other than the state intended use. This device is used for the endoscopic removal of biliary stones and foreign bodies. Potential complications associated with basket extraction include, but are not limited to: impaction of the object." An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the memory eight wire basket instructions for use as a contraindication. The physician may choose to perform a sphincterotomy to widen the ampullary opening and allow passage of the basket and object(s) from the bile duct (i.e. Biliary channel) to the small intestine. Basket impaction is identified as a potential complication per the instructions for use. Additionally as stated by the physician and the sales rep, the procedure was complicated by the hardness of the stones and the attempted extraction of many stones. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection to ensure device integrity. A review of the device history record could not be conducted because the lot number was not provided. Correction action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.